Event description:
It was reported that, cs100 intra-aortic balloon pump's (iabp) safetydisk was broken & started to deteriorate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly.

Event description:
N/a.